Manufacturer narrative:
The drape involved with this event has been received, but the failure analysis testing has not yet been completed as of the date of this report.

Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, when the customer placed the single port drape over the camera instrument arm and attached the adapter, the orange light came on, and it was not recognized. The procedure was completing as planned with no reported injury.